Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of a slow ventricular tachycardia (vt) resulting in delivery of inappropriate shock therapy in two separate episodes. The sensing vector was reprogrammed and this product remains implanted and in service. No adverse patient effects were reported.